Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo shows an example device but does not display the reported defects. Additionally, a total of 30 retained samples were subjected to functional tests to assess the device's functionality. All samples passed testing, exhibiting no signs of damage to the device, sleeve leakage, air bubbles, or separation during use. Furthermore, these 30 retained samples underwent functional tests for retraction lockout, and all samples passed, as they were able to be activated properly with no evidence of defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: air bubbles, separates and sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 3 devices leaked blood from the sleeve, 1 device had the tube disconnect from the needle in preparation of a draw, and 2 devices had air bubbles in the tubing where air leaked into the vacutainer tubes. There was no health impact or consequences reported.

Manufacturer narrative:
The following investigation summary was updated due to corrected information: investigation summary bd received a photo for investigation. The customer photo shows an example device but does not display the reported defects. Additionally, 30 retained samples were subjected to functional tests using 10 samples per needle. All samples passed testing for sleeve function, as there was no evidence of defects to the sleeve or sleeve leakage. However, one of the samples failed testing due to leakage between the male and female luer caused by separation. Furthermore, the 30 retained samples underwent functional tests, and all samples passed as they were able to be activated properly with no evidence of defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. This complaint has not been confirmed for the indicated failure modes: air bubbles and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 3 devices leaked blood from the sleeve, 1 device had the tube disconnect from the needle in preparation of a draw, and 2 devices had air bubbles in the tubing where air leaked into the vacutainer tubes. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 3 devices leaked blood from the sleeve, 1 device had the tube disconnect from the needle in preparation of a draw, and 2 devices had air bubbles in the tubing where air leaked into the vacutainer tubes. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.